Manufacturer narrative:
Section d9: a segment of the percutaneous lead returned only. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported pump stops and low speed events; however, evaluation of the submitted log file confirmed the reported pump-stops. The submitted log files contained overlapping data spanning from (B)(6) 2021 17:53:55 to (B)(6) 2021 10:39:31, per the timestamp. Throughout the captured data, 6 pump-stop events were captured on (B)(6) 2021 and (B)(6) 2021 while the patient was supported by the power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. Two x-ray images of the internal and external portions of the patient¿s driveline were submitted which were unremarkable. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The pins in the metal controller connector appeared unremarkable. Upon removal of the silicone jacket, the bionate layer was discolored but showed no signs of damage. An area of major breakdown of the metal braided shield was observed adjacent to the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12sep2017. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was placed back on an ungrounded cable post repair, with no alarms or pump stops after changing to an ungrounded cable. The patient was discharged home with a power module patient cable (ppm) and ungrounded cable, with no alarms reported since.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) is expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
T was reported that log file submitted showed 2 pump stops and 3 low speed advisories between 1:12 am and 1:13 am morning of (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module/mpu. There were no other unusual events recorded in the log file event history. Xray images submitted are unremarkable. On (B)(6) 2021, the patient had a driveline repair. No visible damage to driveline upon inspection. Began repair approximately 4 inches from exit site. Removed outer coating, bionate, and copper layers. Proceeded to splice green, brown, and orange wires. Switched to new driveline with no issues to system or patient. Continued splicing yellow, black, and red wires. Shortly after reconnecting to a grounded cable the patient experienced a low speed alarm indicating the damage is further up. Additional alarms observed post repair and alarms occurred on grounded patient cable therefore the patient is back on an ungrounded cable and no alarms since. Additional log file submitted captured some events that appeared to be during the driveline repair on (B)(6) 2021 between 0949-0959 with driveline fault and low flow, pump off events. After that time the log captured a couple low speed events and a couple pump off events while using the grounded cable. Appears the driveline repair did not resolve the short to shield and the hospital is requesting 2 ungrounded patient cables for this patient. No additional information provided.

Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer report number 2916596-2024-01406 was determined to be supplemental information to this report. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported pump stops and low speed events; however, evaluation of the submitted log file confirmed the reported pump-stops. The submitted log files contained overlapping data spanning from 04sep2021 17:53:55 to 27sep2021 10:39:31, per the timestamp. Throughout the captured data, 6 pump-stop events were captured on 24sep2021 and 27sep2021 while the patient was supported by the power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. Two x-ray images of the internal and external portions of the patient¿s driveline were submitted which were unremarkable. A distal-end driveline replacement was performed on 27sep2021 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The pins in the metal controller connector appeared unremarkable. Upon removal of the silicone jacket, the bionate layer was discolored but showed no signs of damage. An area of major breakdown of the metal braided shield was observed adjacent to the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient underwent a distal-end driveline replacement on 27sep2021, however, alarms continued while the patient was on a grounded cable after the repair. The patient was placed back on an ungrounded cable post repair with no alarms or pump stops after changing to an ungrounded cable. They were discharged home with a power module and ungrounded cable with no alarms reported since. The patient remained ongoing on heartmate ii left ventricular assist system, serial number (B)(6), until they expired on 18feb2025. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12sep2017 under order (B)(4). No further information was provided. The manufacturer is closing the file on this event.